Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced red cell ring. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: the analyzer reported an error caused by the formation of a clot on the surface of the serum. The analyzer needle did not recognize the serum sample due to the formation of air bubbles released from the sample (erythrocytes). The samples were rejected, unfortunately the laboratory had to repeat the blood sampling procedure. The number of rejected samples: (B)(4). The number of rejected samples: (B)(4). 18oct2022/pw - additional information from task: "1) how many inversions are done to the sample after collection? A: 3-5 times immediately after blood collection. 2) how long are tubes allowed to clot prior to processing? A: 60 minutes. 3) are tubes stored after collection upright or on their side? A: yes, they are stored upright. 4) what type of centrifuge is used - bucket or fixed angle? A: with a fixed angle; hettich rotina 380, rotanta hettich 460 robotic 5) what rcf and time is used on the centrifuge? A: hettich rotina 380; rcf ¿ 2013, centrifugation time 10 minutes rotanta hettich 460 robotic, rcf ¿ 1941, centrifugation time 10 minutes (mostly they use the rotanta robotic 460 centrifuge because of the existing pre-analytical system).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell ring was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to red cell ring were observed: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (red cell ring) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell ring based on the photos provided, retention testing was satisfactory.bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, the device experienced red cell ring. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: the analyzer reported an error caused by the formation of a clot on the surface of the serum. The analyzer needle did not recognize the serum sample due to the formation of air bubbles released from the sample (erythrocytes). The samples were rejected, unfortunately the laboratory had to repeat the blood sampling procedure. The number of rejected samples: (B)(4) pcs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.